Manufacturer narrative:
Device evaluation summary: one cadd solis vip 2120 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. Functional testing included use testing. He pump was found to be displaying "air in line" alarm message during the investigation. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The root cause was attributed to the faulty air detector.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump displayed an alarm that there was air in line. There was no reported injury to the patient.